Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate results obtained using the subject device (specific results not provided but alleged to be 30 points higher than other 4 other meters - 2 accu-chek smartview nano and 2 relion prime meters). This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.